Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31g 8mm whole unit 10bg 500 needle fell out of the syringe. The following information was provided by the initial reporter: material no: 328438, batch no: 9280154. It was reported that the needle fell out of one syringe. Verbatim: from phone call on (B)(6) 2020 14:04:53: consumer called back and reported during her injection she the needle fell out of one syringe. Stated the needle fell onto her and then onto the floor and she discarded it. Stated she still has the syringe barrel with the medication still in the barrel.

Manufacturer narrative:
H6: investigation summary: customer returned (1) loose 3/10cc syringe filled with approximately 14 units of a clear liquid in the barrel. Customer states that during her injection she the needle fell out of one syringe. The returned syringe was examined and exhibited a broken cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive, and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. A review of the device history record was completed for batch # 9280154 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure. Root cause is user error - bending/re-straightening mode of failure during use of the product. H3 other text : see h.10.

Event description:
It was reported that syringe 0.3ml 31g 8mm wholeunit 10bg 500 needle fell out of the syringe. The following information was provided by the initial reporter: material no: 328438, batch no: 9280154. It was reported that the needle fell out of one syringe. Verbatim: from phone call on (B)(6) 2020 14:04:53: consumer called back and reported during her injection she the needle fell out of one syringe. Stated the needle fell onto her and then onto the floor and she discarded it. Stated she still has the syringe barrel with the medication still in the barrel.